Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four erroneous low glucose modular (glum) results generated by the synchron unicel dxc 800 pro clinical systems. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate unit and higher results were obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc has been running within established specifications. Service was not requested. Root cause is unknown.